Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 412 mg/dl. Reportedly, the luer lock connection was loose and leaking insulin. The user tightened the luer lock connection and resumed insulin delivery. The user addressed bg level with a bolus. Reportedly, the user would change the tubing.